Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. The patient went to the hospital and was transferred to another hospital where they had been admitted to the intensive care unit (ICU). Once in the ICU the patients pod was removed and they were treated with insulin and protein. The patient was released from the hospital ICU after 4 days. The pod will not be returned as it ahs been discarded.